Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, increased impedance measurements which were not out of range, and increased threshold measurements. The noise appeared to be due to myopotentials after the device was programmed to unipolar pace and sense. Technical services (ts) discussed programming options with the health care professional (hcp). Additional information was received which reported that a surgical revision was performed, during which an attempt was made to explant this lead; however, the lead could only be partially explanted. A new lead was successfully implanted. A lead fracture was suspected. No additional adverse patient effects were reported. This supplemental is being sent with the updated evaluation conclusion code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, increased impedance measurements which were not out of range, and increased threshold measurements. The noise appeared to be due to myopotentials after the device was programmed to unipolar pace and sense. Technical services (ts) discussed programming options with the health care professional (hcp). Additional information was received which reported that a surgical revision was performed, during which an attempt was made to explant this lead; however, the lead could only be partially explanted. A new lead was successfully implanted. A lead fracture was suspected. No additional adverse patient effects were reported.